Event description:
It was reported that during a lap gastric bypass procedure, the staple line did not from correctly on the p0sterior portion of the pouch. It was not reported how the case was completed. There was no reported pt consequence.